Event description:
It was reported that pump experienced malfunction with a malf 12 message, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, and was advised to continue pump use and call back if problem returned, which customer acknowledged and understood.